Event description:
Additional information was received and it was reported that the system and transducer were being prepared and tested for a scheduled heart exam. When it was connected to the system, the transducer displayed a temperature failure in all the ports. The transducer was replaced to continue and complete the exam. There was a 15 minute delay while the other transducer was retrieved. The exam did not need to be repeated since no data was lost. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a combination of moisture and solder mak delamination. Through a CAPA, a change in the design of the gastro flex was implemented in july 2016. This transducer was manufactured prior to the CAPA.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.